Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump alarmed every time latch was closed and had bad downstream occlusion stuck at 2500 mv. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10 ? Device evaluation results: one cadd solis vip pump was returned in used condition. Visual inspection revealed that there was contamination residue by the usb port and the seal label was missing. A review of the event history log evidenced the following: (B)(6) 2020 12:18:17 pm high alarm displayed: cassette not attached properly. The investigator attached a disposable cassette and performed a functional test. The test passed. The customer reported product problem (pump producing cassette not attached properly alarm) was not reproduced during testing. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced as a preventive measure.